Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a novel system implant procedure. During the procedure, it was found that the guidewire failed to pass through the novel right ventricular (rv) lead. An alternate lead was used to complete the procedure on (B)(6) 2021. The patient was stable.